Manufacturer narrative:
The analyzer's serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of a false-positive elecsys anti-hbc ii result for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.03 coi (reactive). The sample was repeated on another module, and the result was non-reactive.

Manufacturer narrative:
Section d4 expiration date was updated. No sample material was available for investigation. The calibration was acceptable, but the qc slightly fluctuated over time. A general reagent issue was excluded. The field service representative performed maintenance. The customer did not retest the initially reactive sample in duplicate using the elecsys anti-hbc ii assay. The investigation did not identify a product problem.